Event description:
On (B)(6) 2010, the pt was undergoing repair of a thoracic aortic aneurysm. The pt was implanted with a gore tag thoracic endoprosthesis and a gore tri-lobe balloon catheter was inserted, inflated, and ruptured the wall of the aorta. It did not appear as if the balloon was overinflated. The physician stated that the pt's aortic wall was very thin. The pt was converted to open repair, but expired during the procedure. The gore tag thoracic endoprosthesis and the gore tri-lobe balloon catheter were discarded.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.